Manufacturer narrative:
The lens remains implanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that at the (3) months post op visit, a female patient is experiencing vision problems with symfony toric intraocular lens (iol), model zxt150 and asked for the lens to be removed. The patient describes severe symptoms of light as ''too bright'' with marked halos and starburst at night, computer screen ''glows'', ''a glistening or quivering of vision, like light reflected off the sea'', shadows at the sides of her vision and stating she can see the lens. For correcting the refractive error and to help with the glare, doctor prescribed driving glasses for night, which have not helped the patient and the doctor is not planning to do refractive surgery. The patient uses 1.25 hobby glasses for the computer. It was stated that the iols are quite well centered - slightly up and nasal in the pupil. There is some posterior capsule opacification (pco), but with good refractive correction the doctor is not planning to do a laser capsulotomy. The doctor is thinking he may need to switch the left (os) iol for a monofocal toric with a near target (-1.75). Doctor is hopeful that the symptoms would settle leaving the patient's right eye with the symfony as she initially was ok, but may need right monofocal toric for distance. Right eye (od) was first, (+17 diopter): result -0.75/ -0.25 x 010 = 6/4.5. Unaided visual acuity: 6/9 and n8. Plano was the target. The patient was ok with this result, and they agreed she would be better off with both eyes done. Left eye (os), (+18 diopter): result plano / -1.25 x 48 = 6/4.5. Unaided visual acuity: 6/9 and n8. Further information was provided that explant will happen but a surgery date is not yet set. This report pertains to the patient's right eye (od). A separate report will be submitted for the left eye (os).

Manufacturer narrative:
Additional info: additional information was provided for the lens implanted in the right eye. The patient was last seen in (B)(6) 2016. The right eye has a symfony lens. Visual acuity 6/9 n14. Improves to 6/4.5 with -0.50, but vision is grey. There are no plans to remove (explant) the lens. Positives: glow around lights that she had is gone. Manages unaided until end of day - then uses +1.0 glasses. No further information was provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.